Event description:
It was reported that the patient felt chest wall stimulation when the patient lies on the left side. The left ventricular (lv) lead output was reduced and the lead remains in use. The patient is a participant in the shock-less study (sls) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076-52 implantable pacing lead 2011-(B)(6), 5076-58 implantable pacing lead 2011-(B)(6), 8042b implantable pulse generator (ipg) 2011-(B)(6), (B)(4).